Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the part of the tubing that went into the part of stomach came undone when she was changing insulin. This resulted in high blood glucose level in 500 mg/dl range and the patient started feeling nauseous. It was treated with a bolus. Subsequently, the tubing came off when she moved her leg, it was then connected and when she moved again, it came off. When it was put back on, she was given long acting insulin to use as an emergency. No further information available.